Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056673) in united states on 26-oct-2015 referring to herself. The consumer had essure (fallopian tube occlusion insert), lot number 627755, inserted on (B)(6) 2010. Consumer had essure placed and then found out she has nickel and titanium allergy, uveitis, fibromyalgia, pelvic pain, swelling, device migration, abdominal pain and fibrosis confirmed via lab results from tissue removed with essure removal. She also experienced panic attacks, migraines, heavy bleeding. Essure was removed on (B)(6) 2014. Concomitant drugs reported: mvi, acid reflux medications, vitamin e, vitamin d, vitamin b12, vitamin a, vitamin b. Disability/ permanent damage, required intervention and other serious (important medical event) was reported as event outcome, but not specified and/ or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had device migration, heavy bleeding (interpreted as genital bleeding) and uveitis. Essure was removed 4 years after insertion. Device migration and genital bleeding are listed events in the reference safety information for essure, the remaining event in unlisted. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the exact date and mechanism of the device migration was not reported, however given the nature of this event causality with essure cannot be excluded. Also, genital bleeding may occur after essure insertion. Given the nature of the event heavy bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. Regarding event uveitis, considering its pathophysiology and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up from 04-jan-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had device migration, heavy bleeding (interpreted as genital bleeding) and uveitis. Essure was removed 4 years after insertion. Device migration and genital bleeding are listed events in the reference safety information for essure, the remaining event in unlisted. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the exact date and mechanism of the device migration was not reported, however given the nature of this event causality with essure cannot be excluded. Also, genital bleeding may occur after essure insertion. Given the nature of the event heavy bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. Regarding event uveitis, considering its pathophysiology and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Follow up 03-dec-2015: ptc investigation results were provided. Ptc global number: (B)(4) (lot number: 627755; production date: aug-2008; expiration date: aug-2010). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had device migration, heavy bleeding (interpreted as genital bleeding) and uveitis. Essure was removed 4 years after insertion. Device migration and genital bleeding are listed events in the reference safety information for essure, the remaining event in unlisted. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the exact date and mechanism of the device migration was not reported, however given the nature of this event causality with essure cannot be excluded. Also, genital bleeding may occur after essure insertion. Given the nature of the event heavy bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. Regarding event uveitis, considering its pathophysiology and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is expected.